Manufacturer narrative:
Device evaluation summary: two cadd administration set was returned for analysis. Visual inspection found delamination was found in one join of the filter with the tube in two of the samples received. No discrepancies were found with the other sample. Both the set passed the leaking test. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd administration set was leaking from a hole in the air filter every third day. It was reported that the infusion was piperacillin and tazobactam, 4500mg delivered every eight hours. No adverse patient effects were reported.